Event description:
Reporter noted sterile endophthalmitis four days post operatively. Pt required vitreous tap and injection of antibiotic/steriod. Prognosis listed as guarded. Suspects probe to be source.